Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors and low blood glucose levels. The customer states they had issues with insertion, lost sensor, and sensors not adhering to their skin. The customer states their blood glucose level was at 40mg/dl. The customer treated the low with food. The customer's most current level was 172mg/dl. Troubleshoot was conducted. The customer was advised to monitor the device and contact their healthcare provider regarding unexplained lows.